Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sterile adapter and disc adapter malfunctioned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the drape won't pass the recognition. The issue was resolved by replacing the arm drape.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) instrument arm drape was analyzed and found the drape exhibited an engagement failure. The sterile adapter associated with the engagement failure was inspected further and it was found that the sterile adapter exhibited warping and what appeared to be excess material. The drawing for the sterile adapter plate calls for a specified thickness of up to 0.310, and the area that exhibited the warping/excess material was measured to be 0.3175 which exceeds the maximum specified thickness. Because of the warping/excess material, the sterile adapter does not sit flush against the systems patient side manipulator (psm) and as a result the input disks to not appear to properly engage with the system and could cause the engagement failure observed. The complaint regarding the sterile adapter and disc adapter malfunctioned was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.